Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead for oversensing and sensing integrity counter (sic) noise. The patient was seen in office and isometrics were not able to reproduce the noise. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.